Manufacturer narrative:
A review of the event log showed that the customer inserted 2 racks simultaneously resulting in the echo assigning the 1st rack information to 2nd rack. The customer was advised of customer communications (B)(4) which informs the customers about duplicate sample ID messages and sample handling on the echo. The customer was reminded to verify that racks are recognized correctly before inserting the next rack.

Event description:
A customer reported that samples were incorrectly identified by the echo instrument.